Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to inflation issues. It was said that the device would not inflate beyond 70 percent as the pump would be depressed but no additional fluid would flow into the cylinders. Resetting the device did not resolve the issue. The pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Investigation summary: laboratory analysis did not confirm the reported clinical observation of inflation non-conformance. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The momentary squeeze (ms) pump and cylinders were visually and microscopically inspected and tested for leaks. The pump was also functionally tested, and the cylinders were pressure tested. The pump and cylinders passed all the performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to inflation issues. It was said that the device would not inflate beyond 70 percent as the pump would be depressed but no additional fluid would flow into the cylinders. Resetting the device did not resolve t. The pump was explanted and replaced. There were no patient complications.